Event description:
It was reported that there appeared to be the potential for a breach to the sterility of the product, if there was any movement of the product within its packaging due to the possibility of nicks or cuts. No adverse consequences were reported.

Manufacturer narrative:
There were a number of items associated with this complaint. It was confirmed that there was a breach to the sterile barrier for some of these items.